Manufacturer narrative:
The customer reported complaint for the console displaying an error message tcmid: 06 (ce post failure) was confirmed during archive review but not during initial functional testing. The console is working as intended for use. During visual inspection, cracked coder deck, damaged cold well gaskets, white rollers, loose casters and a broken saline bag hook were observed. This observation is unrelated to the reported complaint. The thermogard is a reusable device and was manufactured on 2013. Therefore, this type of issue is characteristic of normal wear and tear. A review of the event log was performed and tcmid: 06 were observed. The console passed the initial functional testing without any issues. An additional repair were performed as part of routine maintenance. All the physical damaged observed during visual inspection were replaced. The system passed functional testing and it verified that the system met all the manufacturing specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system (B)(4).

Event description:
During set up for patient use, the thermogard system (B)(4) was displaying an error message tcmid: 06(ce post failure) during power up. Another console was used to initiate and treat the patient. No known patient consequences reported.